Manufacturer narrative:
A service engineer (se) inspected the device and found no active alarms or alert when the unit was turned on. The unit was then found to not pass the extended self-test (est). The breath delivery (bd) ventilator back piece was also found to be damaged. The se replaced the exhalation flow sensor to resolve the est issue as well as replaced the bd ventilator back. The unit passed testing and operated within the manufacturing specifications. Should the replaced components be returned to the manufacturing site, additional evaluations will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the 840 ventilator had a severe occlusion. The unit was reported to be inoperative and in a safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
Device evaluation summary: the exhalation flow sensor was returned to medtronic for failure investigation. The flow sensor was installed into a failure investigation test ventilator for analysis. Calibrations were performed. The ventilator failed the flow sensor calibration for air offset out of range. A visual inspection of the assembly under a scope revealed contamination on the hot film element and the support posts. This contamination insulates and damages the hot film element. The preventative maintenance section of the 840 operators and technical reference manual gives instructions on preventative maintenance procedures and frequency for expiratory and inspiratory limbs, bacteria filters, water traps and drain bags. If information is provided in the future, a supplemental report will be issued.